Event description:
It was reported that during a lobectomy procedure, one did not fire at all, one could not be opened. Another device was used to complete the procedure. There were no adverse consequences for the patient. Four devices will be returning and two were discarded.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.